Event description:
User experienced a leak from the analyzer. No one slipped or fell in the liquid. No patient samples were involved. The filed service representative determined there was cracked pinch valve tubing. He examined the unit, and found pinch valve tubing that was torn at the nipple. He replaced the pinch tubing.